Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, other: finecross microcatheter. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified mid right coronary artery (rca) and a 95% stenosed distal rca. Pre-dilatation of the distal and mid rca was performed with a 2.0 x 20 mm mini trek at 16 atmospheres (atm) and a 2.5 x 20 mm non-abbott balloon catheter at 12 atm. A 2.25 x 23 mm xience prime stent delivery system was being advanced when it could not cross through the proximal to mid rca. Several attempts were made to cross the lesion and the proximal shaft separated. The separation was outside the anatomy so it was easily removed. Pre-dilatation was again performed with a 2.0 x 20 mm non-abbott balloon catheter at 16 atm and a 2.5x 20 mm non-abbott balloon catheter at 20 atm. Another 2.25 x 23 mm xience prime stent delivery system was advanced but also could not cross the lesion. The procedure was completed with balloon angioplasty. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.